Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty pumphead module on channel c. To correct the condition, the channel c pumphead module was replaced. If any additional information is received, a follow-up MDR will be sent.

Event description:
During product evaluation by baxter personnel, a colleague infusion pump experienced a 810:03 failure code, which interrupted delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. No additional information is available. During the evaluation of (B)(4), fc 810:03:00 occurred during 2-minute run test, which interrupted delivery on (B)(6) 2011. Interruption of delivery is a reportable malfunction therefore this complaint was opened to address this event.